Event description:
Event description cpi received information that during the attempted implant procedure, this vigor implantable pulse generator (ipg) began to exhibit signs of intermittent ventricular output shortly after the leads were connected. The lead position and connections were checked several times and were found to be appropriate. In an attempt to evaluate the output problem, the steriod eluting lead (selute) was accidently cut. A new vigor. Ipg and selute lead were implanted and appropriate output was observed.